Manufacturer narrative:
Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08730 inches. Unit failed to pass the sleep current measurement due to high currents. Unit successfully downloaded to thump and carelink. Unable to confirm bolus delivered due to data not covering event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. P-cap was attached and locked into place properly. Device test failed is not confirmed. Possible under delivery is not confirmed. No current code is confirmed due to receiving unit with high current and it¿s isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a delivery anomaly-possible under delivery, device malfunction, alarm-device test failed. The customer reported blood glucose value of 296 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-342, mmt-7040a, mmt-431a, mmt-1884. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer has been using the insulin pump system within 48hrs of reported high blood glucose event. The customer reported the pump was not being delivered. High pressure test did not pass twice. The customer will discontinue the use of the device. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-431a. Mmt-1884 was requested, and the customer response was the device will be returned.